Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (1 mg/ml at 0.1229 mg/day) via an implanted pump. It was reported that the patient never had adequate relief of their chronic pain since the pump was originally implanted. It was noted that the patient recently switched managing providers, at which time, imaging demonstrated the catheter tip was at c7. Because the patient¿s primary pain issue was in the low back, the physician opted to perform a catheter revision to move the catheter down into the low thoracic spine. During the procedure, the physician first located the anchor under fluoroscopy. He created a midline lumbar incision and dissected down to the existing anchor and spinal segment. The physician initially wanted to avoid replacing the catheter, so he slowly pulled the catheter back from the intrathecal space under fluoroscopy to move the catheter tip down from c7 to t10. After doing so, he then obtained a lateral image and found that the catheter was anterior. At that time, he opted to replace the spinal segment. He removed the existing spinal segment and repaired the fascia to prevent a csf (cerebrospinal fluid) leak. He was then given a spinal segment revision kit. He placed the new spinal segment at posterior t10 and anchored the new catheter. He then used a collet to attach the new spinal segment to the previously existing proximal segment. The incisions were then irrigated and closed. A priming bolus was programmed to prime only the new portion of the spinal segment. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.